Manufacturer narrative:
Calibration was within expected range for all 3 e 801 analyzers. Controls were acceptable on e 801 analyzers #1 and #2. Controls were within range for the third e 801 analyzer, but the control results were flagged indicating that the on board stability of the reagent was exceeded. The alarm trace showed no relevant alarms on the day of the event. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.

Event description:
The initial reporter alleges they received false positive results for one patient sample tested with elecsys hiv duo on two cobas e 801 analytical unit analyzers. The sample was tested on the first e 801 analyzer on (B)(6) 2026, resulting in the following values: hiv duo = 1.17 coi (reactive) sub-result hiv ag = 1.16 coi (reactive) sub-result anti-hiv = 0.0917. (Non-reactive) the sample was repeated on the second e801 analyzer on (B)(6) 2026, resulting in the following values: hiv duo = 1.15 coi (reactive) sub-result hiv ag = 1.23 coi (reactive) sub-result anti-hiv = 0.0848 .(non-reactive) the sample was repeated on the second e801 analyzer on (B)(6) 2026, resulting in the following values: hiv duo = 1.23 coi (reactive) sub-result hiv ag = 1.14 coi (reactive) sub-result anti-hiv = 0.0943. (Non-reactive) the sample was repeated on the first e 801 analyzer on (B)(6) 2026, resulting in the following values: hiv duo = 1.13 coi (reactive) sub-result hiv ag = 1.12 coi (reactive) sub-result anti-hiv = 0.0902. (Non-reactive) the sample was sent to another laboratory where it was tested on a third e 801 analyzer, resulting in an hiv duo value of 0.84 coi (non-reactive). The sample was also tested with an abbott assay and the result was non-reactive.

Manufacturer narrative:
The serial number of the first e 801 analyzer is (B)(6). The serial number of the second e 801 analyzer is (B)(6). No technical or mechanical failures were detected in the instruments. The investigation is ongoing.